Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that approximately 30 minutes prior to the loss of capture and undersensing the patient had been in ventricular fibrillation (vf) and all high voltage therapies had been exhausted. The patient is reported to have passed away and the recorded events corresponded with the patient's death. There was no suspected device relationship to the patient's death.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a remote interrogation showed possible loss of capture on both the atrial and right ventricular (rv) leads. In addition, the current electrogram showed undersensing of the rv lead. It was noted that the patient was in an ongoing episode of ventricular fibrillation (vf). The leads remain in use. No patient complications have been reported as a result of this event.